Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation. During a procedure, shortly after transseptal, and after the first four pulsed field ablation applications, the physician noticed st elevation. An angiogram was requested due to a suspected right coronary artery (rca) air embolism from the large bore faradrive steerable sheath clear, but the st elevation resolved quickly by itself, therefore, the angiogram was not performed. Additionally, some micro bubbles were identified in the flush line during the procedure and not during prep. There were no abnormalities during preparation of the sheath and the irrigation was never interrupted or stopped during the procedure. The case then proceeded as scheduled and was completed successfully. This patient is expected to fully recover. The sheath is not expected to return for analysis as it was disposed.